Event description:
It was reported that there was a hole in a cystoflo bag. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that there was a small hole about 3cm in length at the bottom of the pouch. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.